Event description:
This is filed to report sleeve steering issues and difficulty removing the clip delivery system. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a degenerative mitral regurgitation with grade of 4+. The first clip was implanted with no reported issue. A second clip was inserted into the steerable guide catheter (sgc). The physician was advised to rotate the sgc in the posterior direction to ensure the blue alignment markers were aligned; however the physician declined. The clip delivery system was advanced in the patient and upon the first turn of the m knob, the clip was noted to be miskeyed. The clip deflected in the wrong direction due to the miskey. The physician tried to pull the clip back into the guide but the clip got caught on the tip of the guide. It appeared that the clip arm was pulled open in relation to the other arm. It was assumed to be damaged and was removed from the anatomy and discarded. Another clip was used with no reported issues, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported improper or incorrect procedure or method was due to the user error of not verifying if the blue alignment markers are aligned during advancement of the clip delivery system (cds). The reported difficulty removing the cds (clip getting caught on the tip of the guide) appears to be related to the reported sleeve steering issue. The reported sleeve steering issue was due to the was due to the user error. There is no indication of a product issue with respect to manufacture, design or labeling.